Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power loss alarm and replace battery now alarms due to connector resistance printed circuit board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for replace battery now without low battery alert. Customer stated that they performed troubleshoot for replace battery now but issue occurs again. Customer's blood glucose was 8.3mmol/l at time of incident. Insulin pump will be return for analysis.